Event description:
It was reported that, this electrode exhibited high shock impedances within normal limits. Technical services (ts) recommended to performed x rays, to find out if the patient has gained or lost weight. The physician may choose to do a shock with the current device to determine if they want to replace with a new subcutaneous implantable cardioverter defibrillator (s-ICD) or transvenous device. Additional information was received which indicated that, a defibrillation threshold (dft) test was performed, and the shock was successful, however the shock impedance was high within normal limits. The physician and patient decided to proceed with a transvenous device. This electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this electrode exhibited high shock impedances withing normal limits. Technical services (ts) recommended to performed x rays, to find out if the patient has gained or lost weight. The physician may choose to do a shock with the current device to determine if they want to replace with a new subcutaneous implantable cardioverter defibrillator (s-ICD) or transvenous device. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a defibrillation threshold (dft) test was performed, and the shock was successful, however the shock impedance was high within normal limits. The physician and patient decided to proceed with a transvenous device. This electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this electrode exhibited high shock impedances withing normal limits. Technical services (ts) recommended to performed x rays, to find out if the patient has gained or lost weight. The physician may choose to do a shock with the current device to determine if they want to replace with a new subcutaneous implantable cardioverter defibrillator (s-ICD) or transvenous device. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a defibrillation threshold (dft) test was performed, and the shock was successful, however the shock impedance was high within normal limits. The physician and patient decided to proceed with a transvenous device. This electrode was explanted and replaced. No additional adverse patient effects were reported.